Event description:
It was reported that the basket of the ptd separated from the cable during use. An unsuccessful attempt was made to retrieve the basket using a snare. The patient was sent to or for basket retrieval and graft revision. There were no further complications.